Event description:
Dental hygienist was performing a periodontal debridement procedure. During the procedure, a 6mm length of optical fiber broke off of the handpiece tip and was swallowed by the pt. Pt was not aware at the time that the fiber had been ingested. Pt has not reported any events or adverse health outcomes attributable to this event.

Manufacturer narrative:
Device involved in incident is temporarily on loan to the health care provider while their usual unit is being repaired for an unrelated issue. Health care provider indicated that the procedure being performed when this event occurred was the first time that the hygienist has used this device for a periodontal debridement procedure. Health care provider has used this device on previous procedures. Manufacturer is unaware of the training status or supervision afforded to the hygienist surrounding this event. As of the date of this report, the health care provider's usual unit has been repaired and returned, and the manufacturer is awaiting return of the suspect device for eval. Manufacturer advised the health care provider to conduct periodic follow-up with the pt to determine if any additional problems arose related to this event. No reports of any additional issues from these follow-up activities.